Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the illuminator was dim during a procedure. The system was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The company representative cleaned the illuminator and replaced the first port. The lumen output fell short of specification, however and the table top illuminator assembly was then replaced to resolve the issue. The illuminator was returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 17, 2011. Based on qa assessment, the product met specifications at the time of release. The illuminator was received for evaluation. The illuminator was connected to a system where the lumen output was measured to be below specifications. A visual evaluation of the aspheric lens showed that they were cracked on both ports. The root cause of the reported event can be attributed to the aspheric lens. However, how or when the lenses became cracked cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).